Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The incident reported by the customer was not reproduced and no abnormality was found in the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit experienced the numbers not displayed when the power switch was pressed. The event occurred during preparation for use. The intended therapeutic procedure was completed. There was no report of patient or user harm associated with the event.